Event description:
Allegedly revised due to broken modular neck. Pt. Was walking and slipped on apple core and fell. Pt first thought it was a dislocation. X-rays at ER showed modular neck fracture. Dr (B)(6) was out of town. Medium activity level. Works in film industry as a lighting technician. Bmi: (B)(6).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00496, 00497, 00499.